Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had cracks on it. Customer stated she wasn't working as it should. Customer's blood glucose was unknown. The top and bottom left corners and the top right of the lcd screen and goes down to the device. Customer stated due the damage she doesn't feel the device is working how it should. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.